Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had intermittent increased flows and power above the current baseline on several occasions. Their lactate dehydrogenase (ldh) was noted to have been 1400-1500. The patient was hemodynamically stable. Log files were sent for review and there were no unusual events found. On the morning of (B)(6) 2025, the patient had a breakthrough seizure. Following the seizure episode, it was noted that the flows ranged from 3.8 to 4.1 lpm and the power was within normal limits for the patient at approximately 6 watts. Intermittently on screen under the flow display, "---" would appear. The patient's mean arterial pressure (map) was 58 at the time. No low flow alarms were noted. Additional log files were submitted for review. The log file captured routine events. There were no notable alarm conditions or parameter changes. At the time, the ventricular assist device (vad) and peripheral equipment were functioning as intended. The patient was still in the hospital as of (B)(6) 2025. The patient did not have seizures prior to the left ventricular assist device (lvad) therapy. The patient had persistent bacteremia. The elevated ldh was caused by hepatic congestion and did not resolve. The cause of the elevated pump power and flow was not identified. The patient was asymptomatic.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted images. Additionally, review of the submitted image confirmed the reported damage to the driveline; however, a specific cause for the damage could not be conclusively determined through this evaluation. Superficial driveline damage was confirmed through evaluation of the returned section of the driveline. Although a specific cause for the superficial driveline damage could not conclusively be determined through this evaluation, there were no functional issues with the driveline reported or identified. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The account submitted two images for review. The first computed tomography angiography (cta) confirmed compression of the outflow graft beneath the bend relief, appeared consistent with eogo. The second image captured the patient's driveline wrapped in tape. The submitted log files contained events from 22jun2025 through 21aug2025, and 23sep2025 through 20oct2025. Pump power and flow elevations were captured throughout the file from (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to be operating as intended. A distal-end driveline replacement was performed on (B)(6) 2025 and approximately 20¿ of the external portion/distal-end of the driveline was returned for evaluation. Approximately 20¿ of the distal section of the driveline was returned with previous clamshell repair in place on the metal connector. The driveline was noted to be wrapped with several layers of tape for the entire length of the driveline. Removal of the tape revealed multiple tears and areas with no jacket on the driveline jacket were noted approximately 1.5"-6", 7"-9.5", 10.5", 11"-12", 13", 14", 16"-17" and 18"-20" from the metal connector. Removal of the clamshell repair confirmed separation of the driveline bend relief from the metal connector. The underlying bionate layer did not appear to be damaged but discolored. The metal braided shield had moderate to severe breakdown along the driveline. The wires appeared unremarkable. The controller connector and its pins were unremarkable. The distal section of driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires showed no breaches in the insulation. The wires were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). A corrective action has been initiated to investigate extrinsic outflow graft obstruction associated with the heartmate ii and heartmate 3 left ventricular assist systems. The device history records for (B)(6) and the driveline, serial # (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. A, and the heartmate ii lvas patient handbook, rev. A are currently available. Section 1 ¿introduction¿ of the IFU lists infection, and hepatic dysfunction as an adverse event that may be associated with the use of heartmate ii lvas. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook caution the user to avoid pulling on or moving the driveline and further emphasize not to twist, kink, or sharply bend the driveline, which may cause damage to the wires. Section 6 of the IFU and section 4 of the patient handbook also instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of heartmate ii lvas. Section 6 also includes information regarding how to prevent and control infection. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all hm ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Several sections of the IFU and patient handbook provide care instructions regarding infection prevention, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was admitted on (B)(6) 2025 and had not been discharged as of (B)(6) 2025. The patient had cough, nausea, chills, and fevers. Their blood cultures were positive for staphylococcus epidermidis. They were treated initially with intravenous (ic) vancomycin and then were switched to daptomycin and ceftaroline. The blood cultures had since cleared. The site planned for chronic suppression given the presupposed device infection.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer requested an external driveline revision on (B)(6) 2025 to resolve the outer layer damage on the driveline. The damage was progressive. The entire length of the driveline was covered in different tapes. No alarms were reported at that time. Log files were submitted for review as the entire length of the driveline was covered with duct tape, which was applied by the patient. They were unable to visualize significant portions as the tape was firmly adherent. Following review by tech services, it appeared that the damage to the outer layer of the driveline did not affect the functionality of the system. There were low speed events recorded on (B)(6) 2025 while the speed adjustments were being made. There was low supply voltage going into the system controller identified through log file review. A low power hazard was identified while the patient was connected to the power cable power on (B)(6) 2025. There appeared to have been signs of power lead damage on the system controller. The external driveline revision was completed on (B)(6) 2025 without complication. The driveline repair resolved the issues. The cause of the low power hazard alarms was not confirmed. It was noted by tech services during the driveline repair, that there was rescue tape covering the entire length of the driveline. There had been a previous driveline infection, which caused built-up sediment under the rescue tape and silastic layer. The driveline was cut approximately 3 inches down the exit site where the silastic layer was still intact. The silastic layer and bionate were removed. Tech services noted a 2 inch area of wire that was not wrapped in shielding due to degradation. They removed the excess shielding and began splicing the green, brown, and orange wires. They swapped the drivelines and system controllers without issue. They then spliced the remaining yellow, black, and red wires. They closed up the exit site per procedure and provided the patient and staff with post-repair care instructions. The alarms resolved. The system controller was also exchanged during the driveline repair.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted from review due to a computed tomography angiography (cta) chest with 3d reconstruction showed near complete outflow graft obstruction (ogo). The patient's lactate dehydrogenase (ldh) was over 2500. A stenting procedure was planned for (B)(6) 2025. Following review of the submitted log files by tech services, it appeared that the trended log file data did not show any notable trends. The customer reported that the patient had an extensive tear along almost the entire length of the driveline. They were unable to visualize all portions of the driveline because of previous tape put in place. The driveline was also secured with rescue tape. It was not known when the driveline damage first occurred and there were no available images of the damage. There were no changes to patient condition or anticoagulation status that may have contributed to the ogo. There were also no recent changes to the pump parameters. No symptoms of thrombus were observed. The ogo event resolved with the stenting procedure. Flows were increased at the fixed speed.

Manufacturer narrative:
Section h6: additional component code 925 pump no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated that the vad coordinator was notified around 9pm on (B)(6) 2026 that flow displayed 3 dashes. The patient experienced hypotensive event at that time, requiring escalation of vasopressor support. Low flow alarms were present on bedside interrogation. The issue resolved with increase in mean arterial pressure.

Event description:
It was reported that the patient did not have a driveline infection. They had staphylococcus epidermidis bacteremia.

Manufacturer narrative:
B5 - describe event or problem updated. H6 - health effect - clinical code updated. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.